Manufacturer narrative:
Associated products: 00770302000, z.s.g.m. Cutter 2:1 ratio (caution sharp), serial#: (B)(4). 00770301500, z.s.g.m. Cutter 1.5:1 ratio (caution sharp), serial# (B)(4). This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that the device had an incomplete mesh. There was no patient involvement, and there was no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair. Product evaluation: product review of the skin graft mesher sn (B)(6) by dover on 26 may 2020 revealed that the unit had a bent comb. The gears and collars were replaced on the cutter 1:5 and 2:1 which failed due to an incomplete cut. The pre-repair calibration and test cut could not be performed due to the bent comb. The side plates had visible wear that could affect calibrating the device. Product repair: repair of the device was performed by dover on 26 may 2020 which included replacement of the following: side plates, washers, shoulder bolts, gear, and comb the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.